Manufacturer narrative:
Results and conclusion summation - product performance engineering review the incident information. Allergic reaction is a known adverse event associated with coronary stenting as noted in the xience v instructions for use (IFU) and the risk assessment (ram). Additionally, hospitalization is also addressed in the ram. It should be noted that the IFU states that the xience v stent is contraindicated for use in "patients with a known hypersensitivity or contraindication to everolimus, cobalt, chromium, nickel, tungsten, acrylic and fluro-polymers". A cause for the reported pt effects and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: allergic reaction requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2009, the pt underwent stenting of the proximal rca (pre-dilated) and 1st obtuse marginal (pre-dilated) with unk stents. Four days later, the pt experienced an allergic reaction/skin rash. The pt was treated in the ER two days later, with IV mepyramine and methylprednisolone. The pt was discharged and instructed to take mepyramine tablets for three days. The reported resolve date is three days later. No additional event or pt information is available.